Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have experienced keypad anomaly. Customer reported that display screen went blank during a bolus delivery. Customer reported that buttons were not responding when attempting to get back to bolus screen. Customer's blood glucose was 230 mg/dl. Customer attempted to change battery and received a battery failed test alarm. Customer also reported to have received a button error alarm. Due to the fact that the buttons were not responding, customer declined troubleshooting for failed battery test and button error alarm. Insulin pump would be replaced.

Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. No button error alarms were noted during testing. The pump was monitored for a day and no blank display was noted. The pump was received with normal operating currents. No damage was found on the lcd isolation tape. No unexpected failed battery test alarm was noted. The pump passed the self test and off no power tests. The pump was received with a cracked case at the display window corner, minor scratches on the lcd window and a cracked reservoir tube lip.